Event description:
On 08/20/1999, the facility's materials mgr informed the distributor's rep of the following: upon opening the tray containing the device, it was noted that it was opened/puckered. It appears that the sterility had been breached. As a result, the device was not used for the procedure. On 08/30/1999, the manufacturer's (MFR.p rep contacted the facility's purchasing dept for clairifcation of the report. The MFR's rep was connected to the person who was actually returning the device and was informed of the following: the reason they rejected the device was that "the seal on the packaging/box had been sliced open." No further details were provided.